Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and verified that messages were current, with no critical notices observed on health sight viewer (hsv). The disconnected flag was confirmed to be 0. The user reported the medication name as vancomycin 1500 mg. The tss checked hsv and observed that a few stations had been placed in critical override (co) manually on the server. Further verification confirmed that the medication was still active. The antibiotic vancomycin was present and active in the system. The system was functioning as expected and there no issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pull antibiotics (vancomycin 1500 mg - van1500v) on multiple stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.